Manufacturer narrative:
Lot # review: a two (2) year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results. Not received to date.

Event description:
Complaint regarding one ch2000s-c, spinning spiros, lot# unknown. Report states, "this was reported as a spiros that leaked and I found out talking with nursing today that the spiros seemed to function properly but may not have been put on the tubing tight enough." Unprotected chemo exposure reported.